Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 7757.

Event description:
A site reported to rxsight that during primary cataract surgery, on (B)(6) 2024, after delivery of the light adjustable lens+ (lal+, sn (B)(6), +17.5d) in the patient's eye, it was observed that a haptic had disinserted. An additional procedure was completed on (B)(6) 2024 to explant the lal+ and implant a new lal+ (sn (B)(6), +17.5d) as a replacement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections d9, h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.